Event description:
It was reported that pump touchscreen froze and did not respond, so customer was unable to interact with pump screen even though screen was not cracked or shattered. There was no adverse impact to the customer¿s blood glucose level. Customer attempted pump reset with guidance from technical support, but pump remained unresponsive, so technical support arranged for pump replacement while customer used multiple daily injections as backup therapy and expressed interest in out-of-warranty loaner pump.